Manufacturer narrative:
(B)(4). The pump error 38 alarm during the rewind test, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarm.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The customer stated that they were able to clear and rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.